Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The wiring for the device is damaged, rendering the device inoperable. The device shows signs of extensive use. A review of the complaint history, for the listed part revealed prior complaints for the listed failure mode but no other complaints with the same serial number as this is a unique serial device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Section b5 was updated with the new information received. Internal complaint reference number: (B)(4).

Event description:
It was reported that during a thr, when pulling out the femoral head with the t-handle on the corkscrew, the t-handle broke and wouldn¿t latch back on. There was a delay of 30 minutes or less because of this event and the procedure was successfully completed with a different device. No patient harm reported.

Manufacturer narrative:
H6: added annex g code.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a thr, when pulling out the femoral head with the t-handle on the corkscrew, the t-handle broke and wouldn¿t latch back on. It is unknown if this happened inside the patient. It is also unknown if there was a delay because of this event or how the procedure was finished. No patient harm reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.